Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearings of the device were loose was confirmed. An assessment was performed and it was observed that the device failed cutter insertion, the nose tube was damaged (flared out on the end), the color bands were dull (cosmetic damage) and the bearings were worn out and falling out of the device. It was determined that the condition of the cannot insert cutter, was due to the bearings being worn out and not allowing the cutter to pass through. Failure was caused by worn out bearings from normal wear and servicing over time. It was further determined that the condition of the flared nose tube, was due to excessive side loading causing the cutter to flex and to come in contact with the nose tube. The assignable root cause of this condition was determined to be due to misuse, abuse and or error. The condition of the color bands being dull (cosmetic damage) was due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the bearings of the long attachment device were loose. During in-house engineering evaluation it was observed that the bearings were worn out and falling out of the device. It was not reported if the event occurred during a surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.